Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6)2013 the transmitter gave an out of range signal for around 2 hours. The out of range signal disappeared during contact with dexcom technical support.